Event description:
It was reported that after startup, the cardiosave intra-aortic balloon pump (iabp) touchscreen had a malfunction. The unit was replaced before connected to patient.

Manufacturer narrative:
Updated sections: b4, e1(site country, tel. No., email), e2, e3, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d5, d10, h6(clinical code).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to reproduce the issue. The touch screen calibrated and the fse checked the wiring and no issue was found. The iabp was returned to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen had a malfunction. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional field: e1- (event site postal code - (B)(6)). A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to reproduce the issue. The touch screen calibrated and the fse checked the wiring and no issue was found. The iabp was returned to the customer.

Event description:
N/a.